Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-06276. It was reported that the patient presented for a right atrial lead revision procedure after multiple auto mode switch episodes due to lead noise was noted. During the procedure physician noted indentions in insulation at the areas of the suture sleeve and the hemostatic suture. The lead was explanted and replaced with a competitor lead. The device was also explanted and replaced prophylactically as it was part of the 2016 battery advisory. The patient was stable after the procedure.

Manufacturer narrative:
The reported events of lead noise, indentions in insulation at the area of the suture sleeve and the hemostatic suture were confirmed in the laboratory. As received, complete lead measuring 52.0 cm was returned for analysis. Visual examination found indention on the outer insulation due to overtighten suture. High potential test failed due to abraded inner insulation at the suture tie region. The cause of reported event of indentions in insulation at the area of the suture sleeve and the hemostatic suture was due to overtighten suture consistent with procedural damage. The cause of the reported event of noise was due to the abraded inner insulation caused by overtightening suture.